Manufacturer narrative:
On (B)(6), 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr. (B)(6) had a patient he performed a lap chole on recently. The patient had post op complication consistent with a bile duct leak. He performed an ercp and found that even though the cystic duct had 2 10mm clips on it, it was leaking bile. Intervention had to be taken to stop the leaking. The date of incidence is not as listed above because the surgeon did not know the date." Intervention - "the patient had to go back to surgery to fix the bile duct leak." Patient status - "ok."